Manufacturer narrative:
Manufacturing site: (B)(4). Registration number: (B)(4). When the device was returned to the manufacturer, a reportable malfunction was recognized for the first time, therefore, the date of this report and the date received by the manufacturer were considered the date the device returned. The sasuke double-lumen catheter was returned for evaluation with the concomitant guide wire inside. The outer shaft tube of sasuke was split, exposing two core wires and elongated inner tube. The split was located on the welded joint of proximal and middle parts composing the shaft tube. The split end of the middle part showed characteristics of tearing by tensile stress. The distal part of the shaft tube was pressed and flattened at approximately 20mm from the tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with removal had most likely contributed to the observed split of the shaft tube. When the catheter was removed, the tip of the catheter was likely trapped by the inflated balloon of kusabi exchange catheter that also crushed the distal part of sasuke, therefore, the applied stress would exceed the product design limit and tear the shaft tube. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: precautions: this product must be manipulated while checking this product's motion under high-resolution x-ray fluoroscopy. In addition, if any resistance is felt during the manipulation of this product, interrupt the manipulation, and check the cause under high-resolution x-ray fluoroscopy, and, malfunction and adverse effects: damage.

Event description:
It was reported that it was difficult to remove a non-asahi guide wire delivered via an asahi sasuke double-lumen catheter during a pci to treat the partially occluded rca segments #1 thought #3. An asahi gaia next 2 guide wire crossed the lesion and was exchanged to a non-asahi guide wire. To protect a side branch in #3, sasuke catheter was used and a non-asahi guide wire was delivered to the branch. A non-asahi kusabi exchange catheter was used to remove sasuke when strong resistance was met. The non-asahi guide wire was found trapped and therefore it was removed with sasuke. The physician terminated the procedure because it ran over. There were no adverse patient effects associated with this event. The patient was being under monitoring.